Event description:
69reference number (B)(4). Event occured in egypt it was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 375mg/dl. The infusion set was in use two days. No further information is available